Event description:
It was reported that the edge of foley catheter collection bag had small hole and the bag filled with urine leaked all over the floor. The plastic part securement device popped off the sticking part made the foley catheter move and pull.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to ¿inappropriate snap fit¿. It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the statlock ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the edge of foley catheter collection bag had small hole and the bag filled with urine leaked all over the floor. The plastic part securement device popped off the sticking part made the foley catheter move and pull.